Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009, inratio: 3.4, lab: 2.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.4, ref: 2.1, mean 2.75, confidence limits: 1.7-3.8. Per event details, time of testing between inratio and lab is not indicated. Three hours is considered a reasonable length of time between two readings in order for the comparison to be valid. Mean calculation from the comparison test data provided by end-user revealed that both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Contamination was found in heater plate area. Further testing is not required at this time. The allowable difference between the inratio inr's and the sysmex inr's are calculated. At least two out of three replicates for both samples in strip lot 216963 are within the allowable bias. No discrepant results on returned and in-house meters are revealed. These meet the above criteria, no further action is required. Site product eval: donor 3. Donor 4. As of 10/27/2009, twenty discrepant result complaints were reported for lot #216963 yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.